Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported their dentist diagnosed them with periodontal disease. Patient provided letter of recommendation. Dentist strongly advised patient to immediately suspend the current aligner treatment until the patient's periodontal health has been fully restored and reassessed. At that time, we can re-evaluate the appropriateness of resuming orthodontic treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.